Event description:
Pt has a past surgical history of bilateral total knee arthroplasties. Approx three weeks prior to presentation, the pt reported increasing pain of the left knee. She stated she had a "creaking" sound and sensation of the knee. Clinical x-rays revealed a metal-backed patellar component. The pt was admitted to the hospital for revision of the left knee prosthesis. The original component had been placed during 1989. Intraoperatively, it was noted that there was metal wear to the patella and the polyethylene had completely worn off the proximal pole. Examination at the bearing insert at the tibia revealed some wear to the medial aspect with some delamination. The patellar component and tibial bearing insert were removed and replaced. Intraoperative cultures were obtained and reported negative for organism growth.